Event description:
It was reported to philips that the pins on the battery pca were sticking when compressed.

Event description:
It was reported to philips that the pins on the battery pca were sticking when compressed. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J2 pins 1, 2, 3, and 4 were loose and crunchy. The pins did not move as smoothly as normal. There was no other fault found with this battery pca.